Manufacturer narrative:
A review of the device labeling was completed. Iritis is identified in the labeling as a known adverse event from icl implantation. The dfu states potential adverse events can include iritis (iridocyclitis) and may require secondary surgery. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. Even though the causality was attributed to the device an exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. The lens was not returned to date. H6-investigation type 4110: lens work order search- one similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 implantable collamer lens of -6.50/+1.00/180 (sphere/cylinder/axis) power was implanted into the patient's left eye (os) on (B)(6) 2023. The surgeon suspected toxic anterior segment syndrome (tass). Diagnostic cultures were not performed but anterior chamber lavage was completed, and topical steroids were prescribed. Opegan ocular viscoelastic device was used for initial lens implantation. On (B)(6) 2023 the lens was exchanged for an icl of same model, size and power. No loss of visual acuity was reported. In the reporter's opinion the cause of this event was due to the device. See MFR # 2024-00616 for exchange lens.

Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).